Manufacturer narrative:
Date sent: 11/30/1998. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported the eas was used during an unk procedure. It was reported by the affiliate the staples were not advancing and jammed. There was no consequence to the pt.